Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Device manufacturing date is unavailable. On 08/26/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site registered nurse (rn) reported that, while in an ear, nose & throat (ent) procedure, their navigation system unexpectedly was not able to track patient tracker or other instruments. Registration was successful. At the emitter detail, axiem and emitter status were green. The rn reported that three instruments, including the patient tracker, were green with numbers fluctuating which indicated the emitter was seeing them actively. The rn denied any em sound was coming out from the emitter, however, also stated that they never heard any sound even when the navigation system was working normally. A system re-boot did not solve the issue. Tried visual support but not successful because of the site's reception. Phone got disconnected, trouble-shooting ended. The surgeon opted to discontinue the use of the navigation system to continue the procedure, and completed the procedure without the use of the navigation.